Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had to be reset with each battery change. Customer also reported of receiving excessive air bubbles in reservoir. Customer's blood glucose was 210 mg/dl. Customer was educated on prevention of air bubbles. Troubleshooting was not completed as air bubbles was a past event.